Event description:
It was reported that right atrial (ra) lead was dislodge when checked before discharged. Also, high pacing threshold was noted. At the time of threshold assumption, local representative noticed an anomaly when looked at the atrial intracardiac potential and performed automatic threshold measurement but could not measure. The lead was repositioned. Additional information indicated that the dislodgement was confirmed via x-ray. To date, the lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.